Event description:
Dr.(B)(6) was doing a surgery when he commented on how the screw did not stay on driver very well. Straight driver continued to slip as he advanced the screw. Struggled to get cover plate attached, one screw was left proud attempted to advance screw when slipped off and speared a vessel.